Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 1 of 4. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) helped the nurse (rn) to clear the error and informed the rn of its meaning. Global product surveillance contacted the rn on (B)(6) 2011. The hp was in the hospital for peritonitis when they got the alarm but no injury or medical intervention was associated with the system error 2240. The rn stated that the hp does continuous ambulatory peritoneal dialysis at home and was using the hc at the hospital. The rn did not see any defects with the original supplies.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that there was no breach in the sterile pathway. No further investigation will be performed.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. The lot number is known at this time; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.